Event description:
It was reported that the pump was replaced due to normal eos (end of service); prophylactic removal to avoid invivo battery depletion. Patient recovered without sequela. Drug delivered via the device was baclofen 1000 mcg/ml at a daily dose of 179.9 mcg.

Manufacturer narrative:
Catheter model: 8731, (B)(4), implanted on: unk, explanted on: unk. Final analysis of the device revealed a high s2 battery resistance. The battery resistance of 351.2 ohms was noted.